Manufacturer narrative:
The reported events of high capture threshold, ¿sensing parameters were not acceptable¿ and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix extend, stretched, and clogged with blood/tissue. Electrical testing found shorting between conductors due to overtorqued inner coil at the connector region. The cause of the reported events was isolated to blood/tissue in the helix region and overtorque of the inner coil. Correction: wrong manufacturing site was entered in initial report, and thus the wrong MFR number generated making feilds d3 and g1-2 incorrect. G1-2 has been updated to reflect the correct manufacturing site.

Event description:
It was reported the patient presented in the hospital for an implant procedure. During the procedure, when the lead was placed into the heart, the capture threshold was high and the sensing parameters were not acceptable. When attempting to reposition the lead, the lead's helix could not be screwed in or out anymore. Another lead was used to complete the procedure. The procedure was completed with no consequences to the patient.